Manufacturer narrative:
The delivery device was discarded by the hospital and the stent remains implanted in the patient, therefore, no direct product analysis is available. The root cause of the complaint incident could not be determined.

Event description:
Same case as 6000089-2007-00272. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2007. The patient presented with an acute myocardial infarction (mi). The physician placed a taxus express2 3.5x24mm drug eluting stent to the 60% stenosed lesion in the proximal right coronary artery (rca). The stent was post-dilated with a 4.0x15mm quantum maverick balloon. The physician also placed a taxus express2 3.0x28mm drug eluting stent to the 50% stenosed lesion, with thrombus, located in the distal rca. Post procedure with 0% stenosis and timi 3 flow. Medications used during this procedure include; heparin, nitroglycerin, fentanyl and plavix. No patient complications were reported. Four days post procedure, the patient presented with an st elevation mi and ventricular fibrillation arrest. Thrombosis was found in the mid to distal rca. Initially, an extraction catheter was used, followed by the placement of two taxus express2 drug eluting stents, a 3.5x32mm and 3.5x12mm, to the mid rca. Post dilation was done with a maverick 4.0x30mm balloon. The distal rca was treated using a 3.0x30mm non bsc balloon. Post procedure, the mid rca was 0% stenosed with timi 3 flow and the distal rca was 10% stenosed with timi 3 flow. Medications used during this procedure include; heparin, nitroglycerin, adenosine, integrilin and fentanyl. No patient complications were reported. Procedure result was "successful."